Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle that the holder separated from the needle of one device. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 16-apr-2026. Investigation summary: bd received 4 samples for investigation. The samples were functionally evaluated and the indicated failure mode for separates during use was not observed; no needles separated from their holders. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ signal¿ blood collection needle that the holder separated from the needle of one device. No patient impact reported.